Event description:
The customer reported an issue with a discolored screen, which affected their ability to read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the current pump while technical support arranged for a replacement pump.